Manufacturer narrative:
The investigation determined that multiple higher and lower than expected amon quality control results were obtained from vitros and non-vitros quality control fluids processed using two lots of vitros amon slides on a vitros 350 chemistry system. The most likely assignable cause of the higher and lower than expected vitros amon quality control results is an instrument event related to micro slide incubator contamination. The cause of the amon contamination of the micro slide incubator was not identified. Results of precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the event. An ortho field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. Following these service actions, acceptable vitros amon performance was observed.

Event description:
The customer observed higher and lower than expected ammonia quality control results from vitros performance verifier control fluids and non-vitros biorad quality control fluids processed using two different lots of vitros amon slides on a vitros 350 chemistry system. Vitros amon lot 1017-0245-8846, vitros liquid performance verifier ii lot c5707 = 153 umol/l versus expected 194.5umol/l. Vitros amon lot 1017-0246-2360, vitros liquid performance verifier ii lot e6164 = 233.0 umol/l versus expected 192.6 umol/l. Vitros liquid performance verifier I lot d6163 = 91, 100, 92, 91, 90 umol/l versus expected 50.3 umol/l. Vitros liquid performance verifier ii lot c5707 = 144 umol/l versus expected 184.69 umol/l biorad liquichek alcohol/ammonia control lot # 54230 = 103.3 umol/l versus expected 72.5 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros amon results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).